Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the rn had noticed that not enough dilaudid was infusing and the patient was reporting worsening pain. A new 50ml syringe was started at 0114. At approximately 1115, the rn realized only 7ml (1.4mg) of medication had been delivered. It was noted that the patient was pressing the dose request button but it appeared that the programmed dose amount was not being delivered. The patient's pain was not being controlled. Upon checking the settings on device, it was programmed as ordered (0.2mg demand dose, lock out 12 minutes, continuous 0.2mg/hr, max 1.8mg/hr. Concentration was correct at 0.2mg/ml). Patient history on pca pump had recorded 40 delivered pca doses with total drug amount of 10.47 mg since 0114. The remainder of the previous dilaudid infusion was then transferred to a different pcu and pca module and the patient reported increased comfort afterwards. There was patient involvement but no harm.

Event description:
It was reported that the rn had noticed that not enough dilaudid was infusing and the patient was reporting worsening pain. A new 50ml syringe was started at 0114. At approximately 1115, the rn realized only 7ml (1.4mg) of medication had been delivered. It was noted that the patient was pressing the dose request button but it appeared that the programmed dose amount was not being delivered. The patient's pain was not being controlled. Upon checking the settings on device, it was programmed as ordered (0.2mg demand dose, lock out 12 minutes, continuous 0.2mg/hr, max 1.8mg/hr. Concentration was correct at 0.2mg/ml). Patient history on pca pump had recorded 40 delivered pca doses with total drug amount of 10.47 mg since 0114. The remainder of the previous dilaudid infusion was then transferred to a different pcu and pca module and the patient reported increased comfort afterwards. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd service.